Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2023, barostim therapy was increased from 1.0ma. Stimulation was experienced at 4.4ma, so final therapy output was programmed to 3.4ma with no stimulation reported. Approximately an hour after the follow-up appointment, the patient experienced dizziness and went to the emergency room where they received IV fluids. Therapy was decreased back to 1ma until the patient's diuretics could be adjusted, and no hospital admission was reported. The patient reported feeling better after receiving fluids. The root cause of the dizziness was attributed to fluid depletion, but the physician did not provide if the fluid depletion was caused or contributed to by the barostim system. The patient was feeling great at their follow-up appointment on (B)(6) 2023, and therapy was able to be increased.

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2023, barostim therapy was increased from 1.0ma. Stimulation was experienced at 4.4ma, so final therapy output was programmed to 3.4ma with no stimulation reported. Approximately an hour after the follow-up appointment, the patient experienced dizziness and went to the emergency room where they received IV fluids. Therapy was decreased back to 1ma until the patient's diuretics could be adjusted, and no hospital admission was reported. The patient reported feeling better after receiving fluids. The root cause of the dizziness was attributed to fluid depletion, but the physician did not provide if the fluid depletion was caused or contributed to by the barostim system.